Event description:
I have had multiple unexplained health issues over the past 10 yrs, presented to ER on many occasions, had tests for things such as ms and been diagnosed with raynauds syndrome and other auto immune diseases. I had no idea I was supposed to have my implants checked every year by ultrasound. When I found out my implants had been recalled, I got an ultrasound, and they found no left was ruptured. I finally had them removed a few days ago as I truly believe they have been slowly killing me. (B)(6). FDA safety report ID # (B)(4).